Manufacturer narrative:
The product will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was seen in the cannula. The cause of the kink, however, cannot be determined without the pod to evaluate. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.

Event description:
The reported indicated that the customer received a pod alarm in conjunction with high bg's (greater that 250 mg/dl). A kink was seen in the cannula, though no blood was noted. The suspect pod was replaced but will not be returned for evaluation.